Event description:
On (B)(6) 2012, product surveillance spoke with the caregiver (cg) regarding an unrelated alarm. During the conversation, the cg stated that the home patient (hp) experienced peritonitis in (B)(6) 2012. The cg did not know if it was related to pd therapy or not, the doctor told her that it was a result of constipation. The cg stated that therapy is going well now that the peritonitis has passed. There were no further details provided at that time. The following additional information was received from global pharmacovigilance (gpv): on (B)(6) 2012, the patient's wife contacted home care services and reported the patient had peritonitis on (B)(6) 2012. A culture was performed, but the results were unknown. The patient was not hospitalized for the event. At the time of this report, the patient had recovered and remained on pd therapy. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the peritonitis event and the following information was obtained: on an unreported date, the patient began apd therapy. The nurse confirmed the patient was diagnosed with peritonitis on (B)(6) 2012. The patient did not have a tunnel or exit site infection associated with the peritonitis. The patient was not hospitalized for the event. In (B)(6) 2012, the patient's transfer set was changed following the peritonitis event and the patient was treated with a 3 week regimen of ceftazadime. At the time of this report, the peritonitis was considered resolved and pd therapy was ongoing. The nurse confirmed the patient had ongoing issues with constipation, but she did not believe the peritonitis was related to constipation. She stated the patient has increase weakness related to "neurological medical issues," which likely resulted in a breach in technique. Additionally, the patient has a small dog in the home, which she also believed contributed to the break in sterility. The patient was retrained on aseptic technique. According to the nurse, the event of peritonitis was likely related to a breach in sterility and was not related to the patient's solutions, disposables or any other baxter product. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique caused the peritonitis and a dog in the home also contributed to the break in sterility. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Since the lot number was unknown, a batch review could not be performed.